Event description:
It was reported that lead fracture was suspected as the right ventricular (rv) lead had high impedance and short v-v intervals. The lead remains in use; however, detections for the lead were turned off as the patient is to be transferred for a lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).